Manufacturer narrative:
Additional information: b5, b6, b7, h6 and h11. B5: upon follow up, it was reported the cause of peritonitis was due to a break in aseptic technique. The breach in aseptic technique was not further described. Seven days after event onset, pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis therapy (ongoing). It was reported the patient was recovering from peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic techniques when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Three days after the peritonitis diagnosis, the patient was hospitalized for peritonitis. On the same day as peritonitis diagnosis, the patient was treated with injection vancomycin (2gm every 5th day, intraperitoneal, ongoing) injection ceftazidime (1gm daily, intraperitoneal, ongoing), injection tobramycin (40mg daily, intraperitoneal, ongoing) and injection heparin (0.5-ml daily, intraperitoneal) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis. Pd therapy was ongoing. No additional information is available.